Event description:
A report was received that the patient's ipg would randomly turn off on its own. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and did well postoperatively. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of ¿stimulator is turning off on its own" could not be reproduced or verified. Device stimulation amplitude and timing was monitored at room temperature for 48 hours and at 37°c for 24 hours in a saline solution, while programmed to the patient¿s latest setting. No intermittent anomalies were noted in the output. Device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg would randomly turn off on its own. Database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.